Event description:
The child reported no longer hearing on several electrodes. Using the appropriate diagnostic equipment, it was determined that the device is not functioning according to manufacturer's specifications. Explantation/reimplantation surgery is scheduled for 4/3/1997. The healthcare professional has been informed that the explanted device should be returned to cochlear corporation.